Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The evpsa220 (power adapter cable) will also be submitted and the MDR number will be referenced in the follow up for the ev1000.

Event description:
It was reported that before use on a patient the ev1000 monitor would not power on. The customer noticed smoke coming out from the power supply. The power supply was broken and the customer thinks that saline solution had probably dripped down into the power supply. No patient or user injury was reported. Two devices were implicated in this event; one for the ev1000 monitor and one for the evpsb220 (power adapter).

Manufacturer narrative:
The device history record review was completed and there was a non-conformance generated during the manufacturing process; however, it was not related to the complaint issue. Examination of the returned device was unable to replicate the customer¿s complaint. Evaluation testing supports that the device performs as expected. There was no indication or evidence of a manufacturing defect being responsible for the issue. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. No further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed. The ev1000 power adapter cable ((B)(4)) was also submitted and the MDR number is 2015691-2016-01319.